Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2010 to report that her daughter experienced an inaccuracy in cgm readings during an extreme low. Patient was coherent but was having trouble standing so paramedics were called. Patient's blood glucose was in the 20 mg/dl range when paramedics arrived. Paramedics administered glucose, and patient recovered. Patient's mother reported that patient's cgm/fingerstick values were: 77/20, 84/45, 171/113, 91/108, and 168/108 mg/dl. Patient was fine at the time of the mother's call to dexcom technical support.